Event description:
It was reported that stent damage occurred. Predilation was performed with a 3.0x20mm emerge balloon catheter and a 3.0x15mm quantum apex balloon catheter. Subsequently, a 3.00x8mm promus premier¿ drug eluting stent was advanced to treat the target lesion. However, the device failed to cross a previously implanted 3.0x38 promus premier¿ stent in the proximal segment of the vessel and was damaged. The quantum apex balloon catheter was reinserted to further expand the lesion and the procedure was completed with a 3.0x12 promus premier¿ stent.

Manufacturer narrative:
Corrected: (B)(6). (B)(4).

Event description:
It was further reported that the target lesion was located in the mid left anterior descending (lad) artery. As the 3.00x8mm promus premier¿ stent was about to be reintroduced into the vessel, it was noted that the distal portion of the stent "flowered" about (1-2mm) nearest the balloon catheter tip. The entire device was removed without any incident. A new stent was then introduced and deployed distal to the original stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).